Manufacturer narrative:
Investigation report attached includes product codes and dates of occurrences from different complaints received, lot numbers investigated are from representative samples randomly chosen by factory. Clinic (end user) did not retain lot number nor actual used sample for investigation. Distributor was unable to identify lot numbers shipped to this facility. Device not returned to manufacturer.

Event description:
Patient has been using elisio for a while (no exact date when patient started on elisio) and no reactions so far, but lately on (B)(6) 2017 while on the treatment, rashes (red and itchy) noted on patient's face only, went home and the next treatment there were still some rashes noted. Before treatment, dialyzer was flushed with 1l of saline and the symptoms improved. Patient was given an antihistamine (brand not given). This is the 3rd (3rd patient) event in the clinic. On (B)(6) 2017: system primed with 350cc normal saline(50cc through the portion of the arterial line, and 300cc through the rest of the system), bfr (normal saline) during priming = 100, machine ultra filtration system removed additional 150cc normal saline during prep cycle, and 350cc of normal saline were drained from the lines before the lines were connected to the patient. This is the usual priming procedure for the clinic. On (B)(6) 2017: other devices used: bbraun dialysis machine, streamline blood tubing set, avf needle tulip (these are usual devices used during treatment, no recent changes), no medications administered during treatment. Dialysis orders: bfr 400, dfr 600, ett(treatment time) 4 hours, treatment continued with no medication prescribed or administered.